Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. H6 codes: health effect - impact code - f18 rehabilitation. H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that "pain or discomfort" occurred. Date of event is an approximation. The patient experienced pain or discomfort during use. The episode occurred after the sensor had been inserted in the arm. Per documentation the patient experienced pain on the whole arm and on the punctured area. He presented it to the doctor on (B)(6) 2024. His doctor prescribed him muscle relaxant, steroid, and pills. One specific medication prescribed was toradol for pain management. On the day he reported the event, the patient stated he had already stopped the medication. At the time of the report, the patient was doing physical therapy on the affected area and was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that "pain or discomfort" occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced pain or discomfort during use. The episode occurred the same day the sensor had been inserted in the arm. The patient experienced pain on the whole arm and on the punctured area. He presented it to the doctor on (B)(6) 2024. His doctor prescribed him muscle relaxant, steroid, and pills. One specific medication prescribed was toradol for pain management. On the day he reported the event, the patient stated he had already stopped the medication. At the time of the report, the patient was doing physical therapy on the affected area and was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).